Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The oxygen flush valve assembly was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the oxygen flush button was stuck open. There was no reported patient involvement.